Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported the ra lead will be reprogrammed during the next device check.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right atrial (ra) lead exhibited an atrial lead position check fail, oversensing and undersensing. The implantable pulse generator (ipg) exhibited invalid cardiac compass data. The lead and the ipg remain in use. No patient complications have been reported as a result of this event.